Event description:
During preventive maintenance (pm) on (B)(6), 2022, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm), the autopulse platform (sn (B)(4) failed the load cell characterization test. The root cause for the observed failure was a defective load cell module 2. The defective load cell was likely attributed to mishandling, such as a drop. Upon visual inspection, zoll service personnel noticed the patient head restraint wire was damaged. The patient head restraint wires could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Damaged head restraints do not render the autopulse platform non-functional. The root cause of the cut wires was due to user mishandling and/or normal wear and tear. The autopulse platform was manufactured in 2011 and is 11 years old, well past its service life of 5 years. The top cover needs to be replaced to address the issue. The autopulse platform passed the initial functional testing. However, the autopulse platform failed the load cell characterization test during further functional testing due to a defective load cell. The load cell characterization test indicated that the load cell module 2 exceeded the normal parameter. The defective load cell module 2 needs to be replaced to address the observed failure. Upon further testing, zoll service personnel observed that the drive train motor brake gap was out-of-specification, likely attributed to an aging device. The brake gap needs to be adjusted and cleaned to remedy the error issue. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).